Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet was unable to interrogate a patient's generator. The manufacturer's sales representative that was present performed troubleshooting. She switched out the serial cable and was then able to successfully interrogate the patient. The serial cable does not require return as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.